Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported during surgery the distal tip broke off the holding sleeve. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The device history review reported: avalign technologies-nemcomed manufactured the holding sleeve-long for matrix, p/n 03.632.036, and lot #6778549 on po #(B)(4) for (B)(4) pieces delivered on december 28, 2011. Initially, the part conformed to the certificate of compliance, dated december 22, 2011, and was inspected and conformed to the synthes incoming final inspection sheet #(B)(4), revision ¿p¿. The lot was released to the warehouse january 5, 2012. There were no material review reports, nonconformance reports, or complaint related issues with this lot. The holding sleeve-long for matrix was made to the synthes drawing p/n 03.632.001, revision ¿j¿, released on july 12, 2011. The visual inspection of the returned device performed as part of the manufacturing investigation reported the thread distal is lacerated. The investigation of the complained retaining sleeves shows that a part of the pitch from thread distal is lacerated by both products. Further investigation of documentation for production and material shows conformity for the product manufactured in december 2011. The investigation was not able to determine the exact cause of this occurrence. The complaint condition is likely the result of a short mechanical overload caused this damage during screw insertion. These forces can be the result of, as example, strong soft tissue push or excessive correction of the screw trajectory. These forces may overstress the material with subsequent failure of the tip of the retaining sleeve. Alternatively the connection between retainer cartridge and bone screw could be accidentally partially detached by holding the green knob within screwing. Synthes provides with the lockable retainer cartridge (03.616.043) an alternative instrument which can be held on the knob by screwing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.